Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier alert. Upon review, the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular channel. Programming changes were made.

Event description:
New information noted that programming changes were not made on (B)(6) 2018 but were made later at device check.